Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarm noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power error alarm noted during testing. Pump error alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked battery tube threads, cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was unknown at the time of incident. The product will be returned.